Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (B)(4). Corrections: MFR site - reg# and contact name updated. Device code 4004 removed. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional iliac aneurysm repair procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. The sutures of two proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 16f and the successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional iliac aneurysm repair procedure. Reportedly, the proglide device failed to make the knot. Another proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.